Event description:
It was reported the external pulse generator (epg) display is distorted. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken/contaminated. Battery release, ring cover, two side bail covers, heart block, lead flex cover, heart wire contacts, and battery flex are contaminated. Lcd (liquid crystal display) is out of specification (gasket seeping). Encoder flex is out of specification (pins on encoders are bent). Battery drawer is out of specification (latch worn). The ring is bent. Battery contacts are compressed.